Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by customer that prior to use, the intra-aortic balloon pump (iabp), had an autofill failure alarm. A getinge field service engineer evaluated the iabp and found blood inside the unit. The event is reported due to rupture of the iab. There is no more information available regarding the balloon used.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h11 corrected fields: h6 (type of investigation, investigation findings, investigation conclusions) no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in in all iab risk files . All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100 percent inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required. An intra aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Causes: iab leaks can result from the following cases: 1. Membrane perforations caused by: abrasions tears (penetration by sharp objects). 2. Catheter perforations sharp objects. Severe kinks. 3. Inner lumen breaks or kinks. 4. Tip leaks. 5. Rear seal leaks.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: b5, b6, b7.

Event description:
It was reported by customer that, the intra-aortic balloon pump (iabp), had an autofill failure alarm prior to use. A getinge field service engineer evaluated the iabp and found blood inside the unit. The event is reported due to rupture of the iab. There is no more information available regarding the balloon used. No patient harm or injury reported.